Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is 200 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
No unexpected button error alarms or running/ramping of numbers noted during testing. The insulin pump had an intermittent button response on the down arrow button due to moisture damage on keypad traces noted. The insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.